Event description:
The customer reported several drops of fluid leaked from the probe and onto the counter after latron control analysis involving the coulter hmx hematology analyzer with autoloader. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient samples were not analyzed during the event. Patient results were not generated. The customer has an exposure control/risk management plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) observed fluid leaked at the probe. After further inspection, the fse noticed the probe wipe rinse block was misaligned. The fse adjusted the rinse block and resolved the fluid leak issue. Service activity was verified per established procedures. The instrument conformed to the manufacturer's published performance specifications. (B)(4).